Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. The march 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. A device history record review is in progress. Results of the device history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation rep that a therapeutic hydrothermal ablation procedure was attempted on april 13, 2007. During the hysterectomy phase a uterine perforation occurred. The procedure was aborted immediately. It was determined by the physician to perform a hysterectomy. The pt was kept overnight for observation. No further info forthcoming.